Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that the abutment fractured at tooth location number 9.

Manufacturer narrative:
A do not use - bellatek® zirconia abutment (edaz) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. However, pictures were provided by the customer. The investigation has been performed based on the available information. Picture shows a fracture across the post, see complaint for customer attached picture. No pre-existing conditions were noted on the complaint. The reported device was located on tooth # 9 and the length of the device usage is unknown. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. However, the failure of this device is associated with CAPA ca-00561. Based on the available information and investigation, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.